Manufacturer narrative:
The investigation conducted by the isi field service engineer concluded that system error code 23 was associated with the patient cart controller, printed circuit assembly (pcc, pca) boards. The pcc, pca is the brains of the patient cart. It receives the fiber optic connection from the surgeon side console and routes communications messages to itself and the four remote arm controllers (rac). It has several other control and monitoring functions for the patient cart system. The system was repaired by replacing the affected pcc, pca. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23 is reported by software to denote communication faults in the low voltage differential signal carrying information about the psm. In the event of these communication issues, the system records the fault and transitions to a safe state. The pcc, pca was returned to isi for failure analysis investigation. Engineering found the pcc, pca to have fluid contamination which caused the system error code. As of march 16, 2009, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s gynecological procedure, the customer experienced non recoverable system error code 23. With the assistance of an isi technical support engineer (tse), the site attempted to power down the system and move the patient side cart to surgeon side cart cable 180 degrees, however, system error 23 continued to occur. After troubleshooting the system error for 20 minutes, the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.